Event description:
A couple of minutes into the first freeze, it was noticed that the probe was freezing up the shaft and handle. Probe was replaced. No injury.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No patient injury was reported.